Event description:
Upon insertion of the screw the driver became loose. Screwdriver was re tightened but then the decision was made to remove the screw. The screw was reimplanted and the same thing happened. There was difficulty removing the screw all together even when utilizing the x15driver shaft. Once the screw was fully removed it is noticed the at the screw is broken inside the screw head. The small saddle inside the screw head s looks like it separated from the shank of the screw. A new screw was used.

Manufacturer narrative:
Visual examination of the returned device revealed the saddle appears to have been dislodged from its intended location. While it remains inside the tulip head, it is raised and rotated. Some mechanical scratches/wear marks appear around the top lip of the center hole. No other damage to the saddle was found. It was also noted that the screw head is thoroughly stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the screw head becoming stripped cannot be determined from the sample and the information provided. A potential root cause may be the driver not being fully seated inside the screw head, leading to higher than anticipated amounts of torque being applied to the head, leading to it stripping. This torque may have also affected the manner with which force was applied to the saddle. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On initial mw-205026 is incorrect and should be 03-03-15. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.